Event description:
Qora fecal management system in use, placed (B)(6) 2020. Two 4-5 mm ulcers were found in the rectum during flexible sigmoidoscopy (B)(6) 2020. These are related to pressure from the rectal tube balloon. FDA safety report ID# (B)(4).